Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the non-calcified right common iliac vein. A wallstent was placed a year ago and so the patient was brought back due to isr. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres for 2 minutes, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient is doing well.